Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked chemotherapy medication from the micro filter site during use. The following information was provided by the initial reporter: "I'd like to report a product defect we had with some alaris pump tubing... Floor rn called chemo rn to report that chemo line had begun to leak. Patient notified floor rn of leakage on clothing. Floor rn paused infusion and had patient wash her hands. Chemo rn went to assess line and noted leakage at micron filter site, along the back of micron filter. 155.8mls were remaining in taxol infusion at time of disconnect. No rph available to mix remainder of dosage missed. Notified md on call, and per md, no dosage make up of missed taxol dosing. Per md, will proceed with carboplatin as ordered. Chemo rn educated patient to wash linen as follows: separately and in hot water. Pt and spouse verbalized understanding."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked chemotherapy medication from the micro filter site during use. The following information was provided by the initial reporter: "I'd like to report a product defect we had with some alaris pump tubing... Floor rn called chemo rn to report that chemo line had begun to leak. Patient notified floor rn of leakage on clothing. Floor rn paused infusion and had patient wash her hands. Chemo rn went to assess line and noted leakage at micron filter site, along the back of micron filter. 155.8mls were remaining in taxol infusion at time of disconnect. No rph available to mix remainder of dosage missed. Notified md on call, and per md, no dosage make up of missed taxol dosing. Per md, will proceed with carboplatin as ordered. Chemo rn educated patient to wash linen as follows: separately and in hot water. Pt and spouse verbalized understanding."

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.